Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with the p2 air sensor out of specification. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in service. The cause was determined to be a defective p2 air sensor assembly. This complaint is an ancillary service event opened during investigation of (B)(4). The p2 air sensor assembly was replaced. A follow-up MDR will be submitted if any additional information is received.